Event description:
On 5/4/00 kel rep noted a noise from the bed. They noted pressures were high which results in increased temperature of bed. Also noted a hose was disconnected. The inner (core) temp of bed was noted at 136 degrees. This is not the same as surface temp, which cannot be measured - nor was it noted in documentation. The following day pt was noted to have multiple open and fluid filled blisters on back and right thigh. Physician assessment was unable to differentiate if these were burns, a reaction to medications or infection, or possibly shingles. Delay of reporting was dependent upon diagnosis which has not been confirmed. Pt additionally had been running an elevated temp, question if this was related to bed temperature also unconfirmed. The bed was noted to be making a noise and was found to have increased pressures, resulting in an increased temp. The core temp was noted to be 136 degrees, this is not the surface temp. The surface temp of the mattress cannot be measured, and staff did not note the degree of warmth. It was explained by kci that this core temp was within the acceptable range. The following day, blisters were discovered on the pt's back and thigh, and thought to be burns, related to possible "overheating" of the bed. Questions were raised in regards to the blisters, if they were actual burns, or a reaction to an infection process or possible shingles. No diagnosis has been determined. The pt was noted to be running a temperature prior to the incident. Again, etiology was uncertain and was this related to the bed temperature? Since confirmation of the diagnosis was pending, this report was delayed. However, since it has still not been determined, it is being reported as a possible adverse event. Kci was immediately notified and responded. Facility has worked with them in the investigative process. The bed has been released back to kci.